Event description:
Report received from abbott int'l affiliate (abbott canada) of an over-delivery of morphine. The report states: "overdelivery of morphine. The repair technician mentioned that there was a primary and secondary line to the pt. The primary was 1l bag possibly saline delivering at 100ml/hr and the secondary line was morphine at 1ml/hr. Running in concurrent mode. The technician thinks that (because there was a code 19 in alarm history-door opened during infusion) - if the line was not clamped the solution that is higher up will flow into lower bag. He believes morphine may have flowed into other bag and caused overdose." Further report from the affiliate indicated that the pt was stuporous/unarousable and was given narcan (dose not specified). It was unknown how much morphine the pt actually received. The concentration of the morphine was 1mg/ml. The IV on the primary line was a 1 liter bag of 2/3 saline and 1/3 dextrose. It was reported that when the door was opened the morphine went into the saline bag. It is felt by the affiliate that the customer will provide no further info.